Event description:
The customer reports that they have one breakpoint at 3600 cgy for one reference point; tangents dpv. When adding manual treatments on (B)(6) 2011, in rt chart, they were forced to sign off the breakpoint though the breakpoint had not yet been exceeded. Since the breakpoint required sign off prior to the dose being reached, there is a potential for the breakpoint note to go undetected at the appropriate dose. There was no serious injury reported as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional f/u to this MDR is expected upon completion of the investigation.